Event description:
It was reported that the patient was hospitalized for nausea, vomiting, dehydration, and hypertension on (B)(6) 2003.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).